Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After several manipulations, the pipeline open but was not respond correctly and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device has been evaluated and the pipeline deployed normal from the capture coil.(B)(4).